Event description:
The customer reported that the c-arm did not power up; however, the workstation was fully booted. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The wires in interconnect cable were evaluated and reseated. The system was tested and found to be working as intended and returned to service.